Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an articular surface exchange due to the screw backing out.

Manufacturer narrative:
Device was received for evaluation. Visual inspection of the returned articular surface identified several gouges on both the proximal and distal surfaces of the articular surface, as well as plastic deformation and nicks around the central screw hole. Dimensions of the dovetailed feature depth was not uniform with one measurement within specifications and one out of specifications, while the overall height of the post conformed to the print. Visual inspection of the returned screw found that the first 3 threads are damaged. This locking bolt does not accept threaded ring gage. The device history records for the articular surface with the screw component and its sublevel component were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the component was implanted correctly as per the surgical technique. On a pre-revision lateral x-ray image provided, the screw is seen laying at the bottom tip of the patella in between the patella and the femoral component with the knee in extension. Per the package insert of the articular surface, loosening of the prosthetic knee components is a known potential adverse effect of the total knee arthroplasty procedure. The insert also warns that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. A definitive root cause cannot be determined with the information provided.